Event description:
It was reported that the drive support cap is protruded. The blood glucose reading is 318 mg/dl. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk, missing end cap sticker, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.